Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during the landing of an aircraft and unloading of a patient, (age & gender unknown) the device inappropriately shut down. Complainant indicated that the clinician obtained another battery to continue treating the patient, and the device shut down inappropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed during review of the device's activity log. Review of the log did show activity consistent with the customer report with no critical results identified by the monitor. The device was put through extensive testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.